Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested out side the unite and passed. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump received with intermittent button response due to moisture damage to keypad traces. No button error alarm during testing stripped battery coin slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error, keypad anomaly, failed battery and blank display. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life, rewind taking longer, motor errors, and explained no delivery alarms. It was reported that the insulin pump had rejected batteries, scratches on pump and buttons took multiple presses and the insulin pump had shut down. The insulin pump will not be returned for analysis.